Manufacturer narrative:
This report is submitted on january 11, 2023.

Event description:
Per the clinic, open circuits were noted on some electrodes. Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the initial MDR submitted on january 11, 2023 was filed inadvertently. The reason of explant was not due to open circuits, but due to an infection (site of infection not confirmed). Any further information regarding the explant will be provided with report number: 6000034-2023-01837. This report is submitted on may 29, 2023.